Event description:
A pleural drainage catheter placed on (B)(6) 2011. Patient was discharged from the hospital to a nursing home. It is unclear if the catheter was ever drained after transferring to nursing home. The pulmonologist of the nursing home said patient didn't need this type of catheter and then one of the nurses there cut the end off. When patient came into the hospital it was clamped. They did a stat cxr and could see tons of fluid but no indication of a pneumothorax. Rn clamped the line with hemostats and then attached the new aspira ii valve to the catheter. Rn proceeded to drain the patient using glass vacutainers and got off 1800cc. Towards the end of the draining, he started noticing a sputtering affect in the line. There was fluid followed by pockets of air in the catheter followed by fluid. Rn stopped draining and dressed the line. They did a cxr and saw a huge pneumothorax; 30%. They put the patient on oxygen and admitted her. The next morning the pneumo was down to 10% and she was discharged. She was never symptomatic.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of revc0072 showed no other similar product complaint(s) from this lot number.